Manufacturer narrative:
Hamilton medical ag did not received the device for investigation. Hamilton medical ag received pictures which showed that the power cable was burnt¿one end was completely burned, and the other had damage in the middle. This suggests that the cable was exposed to abnormal conditions. The most likely reasons for this issue are: the device received power that was either too high or too low in voltage or frequency. The power supply was faulty the power cord itself was defective. Unfortunately, the affected power cord involved in this incident was not available and it could have been swapped out by the customer at any point, so no further physical inspection could be made on the power cord other than what was reported by the customer in the complaint description. On 17th july, the technician has confirmed that he has installed a new power inlet and completed service and functional testing on the device. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
The following was reported to hamilton medical ag: the hamilton t1 ventilator was turned on and being used to complete the pre-op checks. The user noticed smoking from the side of the ventilator. Ventilator taken off the floor and taken to biomed. Biomed have identified the power cable as the cause of the smoking. The device was connected to mains power at the time of smoking and also connected to oxygen. No patient involvement. The case has not been assessed yet, therefore the failure description could not be confirmed yet.